Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The missing crimp was approximately 0.046 x 0.032 in size. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that was during central processing, an exposed wire was noted on the grasping retractor instrument. There was no report that any fragment(s) from the instrument fell into a patient during a surgical procedure and there was no report of any patient harm, adverse outcome or injury.